Manufacturer narrative:
Report confirmed. The device was tested and the maximum temperature was measured to be 190°f. The likely cause was identified as worn bearings. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair request escalated to a product event based on reason for return and due to early failure. On follow up, it was confirmed with the health care professional that there was no patient or staff impact.